Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient experienced persistent high blood glucose levels above 400 mg/dl (lowest being 384 mg/dl) while wearing a pod on the leg for between 5 and 24 hours. Despite repeated correction boluses, the lowest reading recorded was 384 mg/dl. The patient developed stomach pain and began vomiting at school. After being collected and taken home, ketones were measured and found to be elevated. At 11:30 am, the patient was admitted to (B)(6) and diagnosed with diabetic ketoacidosis (dka). Treatment included insulin and calcium. The patient presented with nausea and vomiting and was to remain hospitalized for approximately three days.